Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support it was noted that the patient developed hemolysis and thrombocytopenia. The patient went into respiratory, liver and renal failures with no noted intervention. Additional information was provided that noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ "hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-20573. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-20573 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-20573 in accordance with updated procedures. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2024-20573. H6 investigation conclusions code 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-20573.